Manufacturer narrative:
Product complaint # (B)(4). Batch # r5af6c. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what were the indications for surgery? Not known. Were any issues noted with staple formation? No. Was device difficult to close? No. Were any unusual noises heard? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Not known. Were there any clips or calcification in area of firing? Not known. Were any staple formation issues noted? Not known. What is the current patient status? Fine as I am aware.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were any issues noted with staple formation? Was device difficult to close? Were any unusual noises heard? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Were there any clips or calcification in area of firing? Were any staple formation issues noted? Will the product be returned for analysis? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the inferior pulmonary vein was clamped with the vascular staple, after fifteen seconds it was fired, as soon the staple was released there was a lot of bleeding, the staples didn't seal but the blade inside the gun cut the vein. A swab on stick was placed into the damaged area creating some pressure to stop the bleeding and quickly proceed to open the thorax and sutured the inferior pulmonary vein with 4/0 prolene.